Event description:
It was reported that the patient's left hip was revised. Patient presented with complaint of pain (location and severity of pain unknown), subsequent scans revealed the presence of pseudo tumor. Intra-operatively, no black tissue noted but the patient did have discolored fluid. The shell, mdm/ adm liner construct, and biolox ceramic head were revised to a competitor shell and liner with a stryker c-taper head. The stem was not revised. The explants are available for return.

Manufacturer narrative:
Reported event an event regarding altr and discolored fluid involving a trident shell was reported. The event was not confirmed. Method & results -product evaluation and results: visual inspection was performed as part of the material analysis report mar, dated (B)(6) 2019. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. This inspection indicated damage consistent with the implantation/explantation process was observed on the distal surface of the shell. Biological material was observed on the proximal surface of the shell. X-ray fluorescence spectroscopy xrf analysis was performed on the shell to determine material composition. The shell material is consistent with drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the mar report indicated that based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device evaluated by MFR: device not available.

Event description:
It was reported that the patient's left hip was revised. Patient presented with complaint of pain (location and severity of pain unknown), subsequent scans revealed the presence of pseudo tumor. Intra-operatively, no black tissue noted but the patient did have discolored fluid. The shell, mdm/ adm liner construct, and biolox ceramic head were revised to a competitor shell and liner with a stryker c-taper head. The stem was not revised. The explants are available for return.